Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified gel mentor breast implant and suffered from right implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on december 12, 2024, indicated that the patient underwent bilateral removal without replacements on (B)(6) 2022. The patient indicated that she suffered from breast implant illness, thyroid issues, abnormal bloodwork, weight gain, and asymmetry issue. Post removal patient symptoms improved. Reason for device explant and/or reoperation: generalized illnesses, symptomatic rupture. H6 health effect - clinical code e2402: generalized illnesses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 23, 2024, indicated that the device identity is as follow: cat: 3543257, lot:179198 . Date of implantation was on (B)(6) 1998. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).